Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported broken foot was not confirmed as the foot was returned intact with the actuator wire. The reported foot retraction problem was confirmed based on the returned device condition. The reported difficult to remove the closure device could not be replicated in a testing environment as it was based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was successfully performed with one proglide suture using a pre-close technique, via a 6fr sheath, prior to an interventional heart catheterization. After deploying the needles for the second proglide, there was resistance closing the footplate. It would not back down. It was still a bit open after the device footplate handle was in the #1 position. It was thought the footplate may have caught on the anatomy causing it not to completely close; however, no tissue damage was reported. The rcfa was closed and hemostasis achieved with the first proglide suture placed. The left common femoral artery (lcfa) was accessed and during pre-placement of the sutures of another proglide, via a 6fr sheath, the same issue was experienced. The footplate would not completely close; there was resistance attempting to close the footplate. The handle was in the #1 position, yet the footplate was not completely closed. It was thought the footplate caught on the anatomy; there was no tissue damage. The footplate was broken but still attached to the device when the proglide was removed from the anatomy. Hemostasis was achieved in the lcfa with surgical suturing after the heart catheterization. There was no clinically significant delay in procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.